Event description:
It was reported that during a routine pulse generator change out, the new generator was connected to the lead and exhibited bipolar impedance of 2000 ohms. After the polarity was changed to unipolar, impedance was 390 ohms and -normal- pacing was exhibited. However, when programmed to bipolar mode threshold and impedance anomalies were seen. The device was explanted and replaced.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.